Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cable was re-seated to resolve the reported issue.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.